Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was 400 mg/dl, wake up morning with 110 mg/dl, 300 mg/dl and current was 256 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. The customer treated high blood glucose with glucose tablet, manual shot and insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing. Device received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay. (B)(4).